Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval reproduced the symptom of delayed keypad (approx 3 seconds). This condition was caused by a failing processor printed circuit board (pcb). The keypad was tested and found to function as designed. The processor pcb was replaced.

Event description:
During baxter's eval, a spectrum pump hada delayed keypad response. There was no pt involvement.